Event description:
It was reported that the patient was hospitalized due to severe pain. It was also noted that the patient had inadequate pain relief.

Event description:
It was reported that the patient was hospitalized due to severe pain. It was also noted that the patient had inadequate pain relief. Additional information was received that the patients ipg was also experiencing communication issues. The patient underwent an explant procedure.